Manufacturer narrative:
(B)(4). The additional xience xpedition stent mentioned is being filed under a separate manufacturing report number. Concomitant products: guide wire: sion blue; guide catheter: luncher cokkate. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a proximal left anterior descending (lad) coronary artery stenting procedure, after pre-dilatation, a 3.5x28mm xience xpedition stent delivery system (sds) failed to cross the 90% stenosed lesion. The sds met resistance with the guide catheter and anatomy upon removal. Once outside the anatomy, the proximal stent struts were noted to be flared. Another 3.5x28mm xience xpedition sds failed to cross the lesion and met resistance with the anatomy and the guide catheter upon removal. Once outside the anatomy, the proximal stent struts of the second device were also noted to be flared. With support of a non-abbott catheter, two additional 3.5x28mm xience xpedition stents were implanted and successfully completed the procedure. There was no report of adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage and difficulty removing the sds from the guiding catheter were able to be confirmed. The failure to advance and difficulty removing the sds from the vessel could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.